Event description:
Per the surgeon's report, this pt rec'd a blow to the head (date of incident unknown). Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to specifications. The surgeon explanted the device in 2006 and reimplanted a new device on the same day.